Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. Batch record review: lot 1c00742 was manufactured on 03/11/2021 in the convex two piece (wct) manufacturing line, with a total of (B)(4) market units. On 01/04/2022, complaint investigator ID (B)(4) performed a batch record review, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom, under sap material 1161270 and manufacturing order (B)(4). No issues related to the defect were found in the documentation. In addition, the batch record of bulk lot 1c00721, manufactured in the convex two piece (wct) manufacturing line, was reviewed and no issues were found; the lots ran according to sap material 1047905 and all the testing results were found satisfactory; the process carried out was found according to and process instruction. No issues regarding the failure mode reported was found in the documentation. Batch record review supports that no issues regarding the failure mode reported were identified. Returned sample evaluation: no photo, video or unused return sample was received for evaluation. Investigation conclusion: the purpose of this investigation was to determine the root cause associated investigation wafer disc decentralized, complaint malfunction codes for lots manufactured in convex 2 pc awc facilities, haina d.r. The risk level based on the individual risk acceptability criteria and risk evaluation above is medium, meaning that these risks may be accepted but further risk control measures shall be considered if they are feasible and will reduce the risk further. Risks judged moderate are considered acceptable based on an acceptable risk-benefit profile and must be assessed for the need for post market surveillance. After understanding the process, a brainstorming tool was used to determine all the possible causes of the problem; the cause & effect diagram was used and as a result there were found seven (7) potential causes identified. One (1) of them were discarded, and six (6) were confirmed and retained as root/probable cause for the failure. Based on the investigation findings, the root causes for wafer decentralized were identified as manpower, method and machine, see below for details: probable root cause: manpower: 1 procedure (convex 2pc wafer sub assembly machine 2) was not followed by manufacturing personnel while placing the mass on loading pins. 2 manufacturing inspections failed to be executed as applicable. Machine: 3 pistons defective. 4 base thread of k tool loading pin defective. 5 electro-valve damaged. Method: 6 manufacturing inspections failed to be executed as applicable. The corrective action and preventive action plan was generated to cover the probable causes, taking appropriate actions and measure its effectiveness. The investigation associated with related event was approved and complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Event description:
The end user reported that wafer stoma opening was off-centered. She had used five wafers out of ten wafers that were not off-centered. The remaining five were significantly off-centered and she felt they were unusable. Usual wear time was four days. The off-centered wafer stoma opening resulted in decreased wear time of one to two days and also caused the stoma to bleed up to one teaspoon of blood and caused large clots of blood to form. In one instance end user noted a line or a cut on the stoma, however, she was uncertain with which lot number the issue occurred with. Bleeding and the line resolved when she applied pressure with a wet tissue. She continued to use the product. She did not take any blood thinners but stated that she had a condition wherein her blood did not clot when under major trauma. She did not recall the name of this condition. No photo is available at this time for this issue.

Manufacturer narrative:
Initial 7 of 10. Contact office address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4), manufacturing site: (B)(4).